Event description:
We received an allegation of discrepant results for 1 patient sample tested for elecsys testosterone ii assay (testosterone ii), elecsys estradiol iii (estradiol iii), and elecsys prolactin ii (prolactin ii) on a cobas e 801 analytical unit compared to the siemens method and liquid chromatography¿mass spectrometry (lc-ms). This medwatch will cover testosterone ii. Refer to medwatch with a1 patient identifier (B)(6) for information on the estradiol iii results and medwatch with a1 patient identifier (B)(6) for information on the prolactin ii results. The testosterone ii result from the e801 analyzer was 52.0 nmol/l. The result from the siemens method was 25 nmol/l. The lc-ms result was 17.7 nmol/l. The estradiol iii result from the e801 analyzer was 474 pmol/l. The result from the siemens method was 0.16 pmol/l. The prolactin ii result from the e801 analyzer was 265 mu/l. The result from the siemens method was 0.17 iu/l.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).